Event description:
The lay user/patient contacted lifescan (lfs) in 2006 and alleged that his one touch ultrasmart meter was reading inaccurately high. The medical affairs specialist (mas) was not able to reach the patient via phone after several attempts. A letter was sent to the address provided. The mas reviewed the recorded telephone call in order to classify the case. The patient had called lfs the day prior to this call and reported inaccurate high results. However, at that time he reported that he had not received any medical attention. He was sent control solution and test strips and therefore, when he received them, he called back to run control solution test. This is when he mentioned that he received medical attention. The patient tested on the reported meter with result of 300 mg/dl. He was not experiencing any symptoms. He stated that normally with high blood glucose, he has vision problems, but he did not have any at that time. He took 2 units of humalog based on the meter result (he did not provide his medication regimen or sliding scale). After 35 minutes, the patient retested with a result of 154 mg/dl. Twenty-eight minutes after that, he tested with a result of 86 mg/dl, 7 minutes after the test, he obtained a result of 70 mg/dl, and received a result of 55 mg/dl 11 minutes after the previous reading. The patient was "out of it" by this time and an ambulance was called. The paramedics tested his blood glucose on their meter, but the patient does not recall the reading. He was given a "glucose shot" and taken to the hospital. There is no further information regarding the test performed or the treatment given at the hospital. The patient mentioned that he was advised at the hospital that he "should not have got that low that quick for the amount of insulin (2 units of humalog) that he took." Therefore, the patient concluded that the result of 300 mg/dl was inaccurately high. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that the meter was coded correctly. The patient was walked through a control solution test with the subject meter and strips used at the time of the event, and it passed within range. This complaint is reported because the patient obtained a result of 300 mg/dl on the reported meter and took insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.